Event description:
Pt had abdominal discomfort and loss of restriction. Subsequently, review of x-ray showed tubing break. Surgery to explant and replace access port has occurred. F/u findings: leakage at or near port tubing connector.